Event description:
The consumer reported, she noticed twice, the patient end was bent after giving herself an injection. Stated, she had severe bruising on her stomach that sent her to the hospital. Stated, the bruise was treated and she was told to follow up if anything changed. Stated, the bruise is now going away. Stated, she does not prime before injections and she did notice some resistance when taking the shot. Stated, she had to push hard on the "thumb press" to get the medication out. Medication: mounjaro. Stated, she purchases her pen needles 4 pen needles per visit to the pharmacy and that's with insurance. Lot: 4198085. Catalog: nano pro. Date of event: 2025-07-21. Samples: yes, (B)(6).

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: b1, h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. As the returned sample was already open, it¿s not possible to determine the root cause for bent patient end cannula. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.